Manufacturer narrative:
The investigation into this device is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted.

Event description:
As reported by end user hospital, "the patient had a pancreatic pseudo cyst with a drainage catheter in place. The catheter began to leak around the insertion site. On investigation, the catheter was found to be cracked in several places. This resulted in the drain having to be replaced."

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number ((B)(4)) in order to determine the last three lots shipped to the reporting hospital in the six months prior to the procedure date. Two lots were obtained. The device history records (DHR) for the lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. No adverse trends were identified. The (B)(6) 2017 angiodynamics complaint report was reviewed for the for the exodus drainage catheter product family and the failure mode "catheter split." No adverse trends were identified. Drainage catheters are a purchased device from supplier feudenberg medical. No device sample was returned, however a supplier corrective action request (scar) was sent to (B)(6) medical for DHR review of supplier lots. In their reply, feudenberg medical indicated that they could not determine the root cause for this complaint without a device evaluation. Their DHR investigation revealed no deviation of the device specifications. All other records demonstrate the device was manufactured in accordance with the device master records. (B)(4). Device not returned to manufacturer.